Manufacturer narrative:
The specimens were collected in 5ml greiner vacuette edta tube. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and recovered within assay limits. Raw data analysis provided the following information: the raw data and histograms for both runs were reviewed carefully. No abnormality was observed that caused the failure. Run 1 was the one with erroneous results. Compared to run 2 (correct results), wbc and plt decreased, rbc and hgb increased, and mcv and mpv remained the same. This fits the scenario of aspirating a sample from the bottom of a settled tube. On (B)(6) 2011 a bci field service engineer (fse) replaced the rbc and wbc dispense pumps, cleaned the apertures, and blood sampling valves (bsv). The root cause is sample related and the patient's results are indicative of inadequate mixing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low wbc, plt and high rbc, hgb, hct results without instrument ( coulter lh750) generated flags for a patient sample. The erroneous results were not reported out of the lab. The sample was rerun twice on the same lh750 analyzer and the results obtained were deemed to be the correct results and were reported out. No death or serious injury, or patient treatment was impacted by this event.